Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that there was a problem with the serum consumption of the device. The reported event was confirmed. The service evaluation revealed a worn inflow motor as well as a broken front panel.

Event description:
It was reported that there was a problem with the serum consumption of the device. There was no harm for patient, operator or third-party. No further information received.